Event description:
It was reported that upon interrogation, the pulse generator displayed a -data not read- message and difficult to interrogate. A follow up appointment was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.